Event description:
It was reported that the customer was hospitalized for hbgs. The customer had been running hbgs for three days prior to the event. The programming and histories are accurate. The family member did not have supplies to troubleshoot the pump. Currenlty, the customer is using a pump from the hospital. Almost a week later, the customer called back. There was alarm found in the history and it occurred prior to the event. It was said that the set and site were not changed out until the next day after the event. It was reported that the leadscrew does not rotate completely. At that time, the customer was instructed to revert to manual injections per md protocol and the pump will be replaced.